Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio2 meter had displayed an error message - error 4. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged error message first occurred at an unspecified time on (B)(6) 2016. The patient manages their diabetes by self-adjusting their insulin dosage and stated that as a result of the alleged product issue they increased their normal dosage of insulin by an unspecified amount. The patient did not develop any symptoms as a result of this, and did not indicate whether or not they received any form of treatment as a result of the alleged product issue. At the time of troubleshooting the csr walked the patient through a re-test but was unable to resolve the issue. The patient's products were replaced and requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of serious hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged error message remained unresolved at the time of troubleshooting.